Manufacturer narrative:
As reported, the patient experienced erythema and itching symptoms post implant of the pre-shaped mesh. The patient was treated, and the symptoms resolved after an hour. Based on the information provided, no conclusions can be made regarding the degree to which the implant may have caused or contributed to the patient¿s postoperative symptoms. Review of manufacturing records indicate product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, after eight hours of hernia repair procedure with the implant of a pre-shaped mesh on (B)(6) 2023, the patient had erythema and itching symptoms in the affected area and was given desensitization treatment. The symptoms disappeared after one hour.